Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd facslyric¿ a contamination was detected by the customer between 2 consecutive tubes. The following information was provided by the initial reporter. Instrument ¿ contamination. Were samples contaminated? Yes. Are there erroneous results on patient samples? No.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6). Problem statement: customer reported complaint regarding carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 28jul2021 to 28jul2022. Complaint trend: there are 13 complaints related to the issue of carry over; date range from 28jul2021 to 28jul2022. Manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6), file # 659180-659180-r659180000197-105645902-18 was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was not determined. The customer reported a contamination problem. Contamination was detected between 2 consecutive tubes and performing 3 sit (sample injection tube) flushes between the 2 tubes did not solve the problem. The field service representative (fsr) verified that the sit flush is working properly. As a preventive measure the fsr performed a sample line replacement and cleaned the dirty flow cell. The instrument is performing as intended. No patient was treated nor harmed from incorrect results. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. Service max review: review of related work order install date: 28aug2018 work order notes: subject: (B)(6) - facslyric 3l10c instrument - contamination problem description: a contamination was detected by the customer between 2 consecutive tubes, 3 sit flush between 2 tubes did not really solve the problem. Work performed: unconfirmed defect with cst marbles. Checking the proper functioning of the sitflush ok. Replacement of the sample line + flowcell cleaning. Passage marbles cst lot:1215683 ok. Cause: sample line + flowcell dirt, solution: rplt sample line + cleaning. Returned sample evaluation: a return sample was not requested parts replaced are not returnable e. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no. Azure ID: 89171 ID: libiv d-ra632.1.8 reg status: ivd; ruo hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip automatic sit flush to minimize carryover between tubes req link (azure ID): 93132 libivddid-262 sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-72p effectiveness verification: lsvn-1008-dr libivd-se-1572f probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/no root cause: based on the investigation results the root cause of the carryover could not be determined. Conclusion: based on the investigation results, the root cause of the carryover could not be determined. The field service representative (fsr) verified that the sit flush is working properly. As a preventive measure the fsr performed a sample line replacement and cleaned the flow cell. The instrument is performing as intended.

Event description:
It was reported that while using a bd facslyric¿ a contamination was detected by the customer between 2 consecutive tubes. The following information was provided by the initial reporter. Instrument ¿ contamination. Were samples contaminated? Yes. Are there erroneous results on patient samples? No.